Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. There was no noise observed. Troubleshooting was discussed with the health care professional (hcp). As a result of the reported observations, the lv lead was reprogrammed. The lead remains in service at this time. No adverse patient effects were reported.